Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed that the power supply unit (psu) was inoperable. Based on the evaluation results and previous investigations of similar complaints, it was determined that the reported psu defect was due to an isolated component failure. The psu was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral power supply unit (psu) was defective. There was no patient injury reported as a result of this incident.